Manufacturer narrative:
Patient information, no information was provided with complaint. Follow-up MDR submitted to correct all information provided on initial 3500a report. Information previously provided was captured in 3500a 3001617766-2019-02321 on 12/30/2019.

Event description:
Per complaint (B)(4), a patient experience implant failure to integrate. The implant was extracted.

Event description:
As per complaint (B)(4), during a clinical procedure a dental implant displayed a loss of osseointegration and was explanted.